Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a central defect was noticed on the intraocular lens (iol) once injected into a patient's left eye. The lens was removed during the same procedure and another lens of same model and diopter was used as the replacement. There was no patient injury and no other intervention was required. The patient is doing well post operation. The original lens was discarded. No other information was provided.